Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the butterfly needles were found as all samples met specifications. Also, retained samples of 8 sets were checked for the safety shield function and no issue was found. Additionally, water sampling test was performed on retained samples of 8 sets, and none of the butterfly needles broke, as the water was able to be collected normally. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode break during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the needle broke off in patient's arm when customer tried to use it. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the needle broke off in patient's arm when customer tried to use it. No patient impact reported.